Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.

Event description:
During a colonoscopy with the finding of a pedunculated lesion in the cecum, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip was tested and there was difficulty opening the clip but it opened and closed. Several attempts were made to clip the target area in the patient without success and the clip eventually released from the device [premature deployment in an unknown position]. We received a response from the area representative on 01/19/2023 stating that the handle spool was held during advancement of the clip through the accessory channel [user error]. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The additional information indicated the user held the handle spool during advancement through the accessory channel. This is the most likely root cause of this report. The IFU includes the following precaution: ¿holding handle spool during clip advancement may prematurely deploy clip.¿ the instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. The report also states the following, "it was decided to clip the pedicle before performing the resection", this use is outside the stated intended use and is most likely a contributing cause of this observation. The intended use of the device states, "this device is used for endoscopic clip placement within the gastrointestinal tract for the purpose of endoscopic marking, hemostasis for mucosal/submucosal defects less than 3 cm in the upper gi tract, bleeding ulcers, arteries less than 2 mm, and polyps less than 1.5 cm in diameter in the gi tract. This device is not intended for the repair of gi tract lumenal perforations." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that the user held the handle spool when advancing the device through the scope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The report states the following, "it was decided to clip the pedicle before performing the resection", this use is outside the stated intended use and the most likely root cause of this observation. The intended use of the device states, "this device is used for endoscopic clip placement within the gastrointestinal tract for the purpose of endoscopic marking, hemostasis for mucosal/submucosal defects less than 3 cm in the upper gi tract, bleeding ulcers, arteries less than 2 mm, and polyps less than 1.5 cm in diameter in the gi tract. This device is not intended for the repair of gi tract lumenal perforations." The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use includes the following precaution: "endoscope must remain as straight as possible when inserting or withdrawing device." The instructions for use also states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: a cook representative has been directed to educate this user on appropriate use.

Event description:
During a colonoscopy with the finding of a pedunculated lesion in the cecum, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip was tested and there was difficulty opening the clip but it opened and closed. Several attempts were made to clip the target area in the patient without success and the clip eventually released from the device. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.